Event description:
Transcranial magnetic stimulation by neurostar used (B)(6) 2010, 5 times/week for 6 weeks, 1 hour per session. (B)(6) noted to have clear manic episode, first in pt's history. No new medications during that time. No life changes. Dates of use: (B)(6) 2010. Reason for use: treatment resistant depression.